Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: carto 3 system (model# fg540000 serial# (B)(4) ) manufacturer's ref. No: (B)(4).

Event description:
It was reported that a heavy-set female patient underwent an av node ablation procedure with a stockert generator and suffered a burn. Post-procedure, a patch burn was noticed. Patient was reported to be in stable condition. There is no information regarding the indifferent electrode patch, burn degree, interventions, extended hospitalization, patient outcome, or physician¿s causality opinion. No further information has been made available for this event.

Manufacturer narrative:
It was reported that a heavy-set female patient underwent an av node ablation procedure with a stockert generator and suffered a burn. Repair follow-up was performed and the device was not shipped for service. Service was declined. Complaint was unable to be confirmed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
There is no new information to report at this time. The report is being submitted to correct the sequential numbering of the follow-up reports per FDA's request. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).